Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify charge, battery last less than expected due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they received low battery alarm. Customer had changed battery but insulin pump did not turn on. Customer also reported that insulin pump had a crack and it was neither dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.